Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to li occlusion. The lens was exchanged for a longer lens and the problem was resolved.

Event description:
Correction - the icl was exchanged for a shorter lens. Additional information received - the surgeon reported they felt the icl size was not related to the episode of recurrent occlusion, the vaulting was optimal with the initial lens.

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - there is not enough clinical data to determine the cause of this event, however it seems that pi (s) (peripheral iridotomies) experienced recurrent occlusion. Iridotomy sites may be narrowed or occluded by viscoelastic; this is usually very early post-operatively. Late and recurrent narrowing or occlusion of the pis may be due to tissue reaction in the presence of chronic inflammation. Patent flow through iridotomies must be present if an icl is to be implanted or left implanted. When iridotomy sites are not open the aqueous cannot flow to the anterior chamber, the iop may be raised temporarily until normal aqueous flow is established. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - lens not returned. (B)(4).